Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / lower pelvic pain') in a 37-year-old female patient who had essure (batch no. 761435, 12395617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, abdominal pain, breast discomfort, dysmenorrhea, hot flashes, vaginal discharge, incontinence, gerd and obesity. Concurrent conditions included arthritis since 2014, fibromyalgia since 2014, anxiety disorder since 2012, anemia since 2010 and asthma since 2010. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), norethisterone (norethindrone) and progestogens and estrogens, fixed combinations. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 20 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("lower abdominal pain"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, vaginal haemorrhage, dyspareunia and abdominal pain had resolved and the menstrual disorder, fatigue, migraine, headache, weight increased, cyst, uterine leiomyoma, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cyst, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one essure put in left tube but attempt to put the rt one was unsuccessful and was reschedule. 6 coils out on the right side. Had 2 essure bent without being able to load them. * essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. She received treatment for pelvic pain, abnormal genital bleeding, lower abdominal pain, menorrhagia, abnormal vaginal bleeding, dyspareunia, abdominal pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: bilateral tubal occlusion. Imaging procedure - on (B)(6) 2011: result not provided.. Pregnancy test - on (B)(6) 2011: results: negative. Ultrasound pelvis - on (B)(6) 2011: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dyspareunia, pelvic pain. Lot numbers and exp/mrf dates 12395617 feb2012 / apr2009 761435 jul2013 / jul2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events " pelvic pain, abnormal genital bleeding, lower abdominal pain, menorrhagia, abnormal vaginal bleeding, dyspareunia, abdominal pain was changed from unknown to recovered/resolved". Lab data and reporter causality comment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain / lower pelvic pain') in a (B)(6) year old female patient who had essure (batch no. 761435, 12395617) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, abdominal pain, breast discomfort, dysmenorrhea, hot flashes, vaginal discharge, incontinence, gerd and obesity. Concurrent conditions included arthritis since 2014, fibromyalgia since 2014, anxiety disorder since 2012, anemia since 2010 and asthma since 2010. Concomitant products included hydrocodone bitartrate;paracetamol (vicodin), norethisterone (norethindrone) and progestogens and estrogens, fixed combinations. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"), 20 days after insertion of essure. On (B)(6) 2013, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced cyst ("cysts") and was found to have uterine leiomyoma ("fibroids"). On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), abdominal pain lower ("lower abdominal pain"), menstrual disorder ("menstruation issues") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menorrhagia, vaginal haemorrhage, menstrual disorder, dyspareunia, fatigue, migraine, headache, weight increased, cyst, uterine leiomyoma, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, cyst, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: one essure put in left tube but attempt to put the rt one was unsuccessful and was reschedule. 6 coils out on the right side. Had 2 essure bent without being able to load them. Essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.4 kg/sqm. Hysterosalpingogram on (B)(6) 2010: results: essure device was successfully occluded; on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: bilateral tubal occlusion. Pregnancy test on (B)(6) 2011: results: negative. Ultrasound pelvis on (B)(6) 2011: results: bilateral tubal occlusion. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: dyspareunia, pelvic pain. Lot numbers and exp/mrf dates. 12395617 feb2012 / apr2009. 761435 jul2013 / jul2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: plaintiff fact sheet was received. Event added from pfs- abdominal pain. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.